Event description:
It was reported, "on (B)(6) 2012, the injured surgeon assisted in a breast operation to the operating head surgeon in a breast operation in central theatre no. Ii. On the operation, the operating head surgeon, the injured surgeon (assistance), the theatre nurse, and the medical orderly were attended. The operation took approx. At the half, when controlled the bleeding with a conmed sabre high frequency cutting device, product no: 98bgs025. The participants of the operation wore sempermed sterile surgical rubber gloves during the operation. According to the surgical procedure of the operating head surgeon, the injured surgeon assistant in his left hand with a 12 cm long surgery anatomical forceps controlled the bleeding and the operating head surgeon in the monopolar coagulation mode, affected the surgical anatomical metal forceps the electrical knife and switched the device. This time the injured surgeon had a similar feeling just like a numbness went through in his arm from the left hand to the shoulder. He noticed that the sempermed surgical protecting gloves burnt through at the finger number two of the left hand. The injured surgeon changed the sempermed classic surgical glove and they continued the operation. Soon the injured surgeon felt strong nausea and slight vertigo. The theatre nurse asked the injured surgeon if he is well, because she observed that he whitened. Some minutes later, the operating head surgeon exempted him from work because of increasing nausea. So he left the operating theatre and accompanied by anesthesist went to the cardiologic clinic and later to the sbo, where the necessary examinations have started and he was being held in the hospital for observation 72 hours."

Manufacturer narrative:
The suspect device has not yet been returned to conmed corporation for evaluation. On completion of the quality engineering evaluation, a supplemental report will be filed. Device not yet returned to conmed corporation.

Manufacturer narrative:
The sabre 2400 electrosurgical unit has been designed to provide a broad range of electrosurgical capabilities in a single unit. This unit provides monopolar cutting and coagulation capabilities, as well as bipolar coagulation. I have attempted to contact the end-user facility numerous times attempting to retrieve additional data surrounding this reported incident, as well as attempting to have the esu returned to conmed corporation to be evaluated by our quality engineering team. The numerous communications attempts remain answered. A review of the manufacturing documents from the DHR/lhr for serial number (B)(4) has verified the device was produced according to current and approved procedures and material specifications. Non-conformances regarding the product's identity, quality, safety, effectiveness or performance were not identified during manufacture. No product was returned for examination or confirmation of defect or confirmation of conmed product. Therefore, the complaint failure mode was neither confirmed nor unconfirmed. There could be multiple of possible causes for this failure mode. Improperly assembled device could be a possible cause for this failure mode. In process inspection & visual checks were done to ensure proper production of the devices. Any manufacturing related defects were mitigated through in process checks. According to the report from the end-user facility, "...the injured surgeon assistant in his left hand with a 12 cm long surgery anatomical forceps controlled the bleeding and the operating head surgeon in the monopolar coagulation mode, affected the surgical anatomical metal forceps the electrical knife and switched the device. This time the injured surgeon had a similar feeling just like a numbness went through in his arm from the left hand to the shoulder. He noticed that the sempermed surgical protecting gloves burnt through at the finger number two of the left hand." The above account of the surgeon involved describes capacitive coupling created by the surgical team. Coupling occurs when the tip of the active electrode comes in contact with a metal instrument while current is being delivered. Surgical gloves are misperceived as offering insulation from radiofrequency current when, in fact, they do not. There are three ways in which current can penetrate gloves: hydration, in which the wet glove becomes conductive: capacitive coupling; and, breakdown of the glove. (Massarweh, nader n., md, etal, electrosurgery: history, principles, and current and future uses, journal am coll surgery, 2006:202: p. 520-529). During electrosurgery the operating surgeon's perspiring conductive skin and the metal hemostat applied, for example, to a blood vessel, are considered capacitors (two conductors) separated by an insulator , the glove barrier. When alternating current is applied to the hemostat from the active electrode, it induces electrical charge on the other conductor. The thinner the glove film, the more efficiently current can be induced to surge from one conductor (the hemostat) to the other conductor (the surgeon's hand). This does not imply that electrical shock is imminent in every procedure; certainly, conditions dictate. But what is suggested in the literature is that all gloves, intact or otherwise, are capable of transferring large amounts of radio frequency current (www.anselleurope.com/medical/downloads,ansell healthcare europe n.v., electrosurgery and latex gloves, pp. 1-6). It is important to remember that surgical gloves do not insulate against the radio frequency current delivered by the bovie. This is why burns to surgeons can and do occur. When using hemostats or a forceps to deliver current to a bleeding vessel from a monopolar electrode ("buzzing the hemostat"), the surgeon should not touch the patient with his free hand. By holding the forceps and then touching the patient with a separate part of the body, a new circuit is created and offers an alternate pathway for current to travel. (Instead of through the forceps to the patient, the current in this example travels through the forceps, through the surgeon's arm and body, and then into the patient.) The potential for a burn can then be further mitigated by firmly grasping the forceps, providing greater surface should a secondary current path occur. In addition, use of the lower-voltage "cut" mode will also decrease the risk of a burn while "buzzing the hemostat." (Massarweh, nader n., md, etal, electrosurgery: history, principles, and current and future uses, journal am coll surgery, 2006:202: p. 520-529). A possible cause of this event is that the assistant surgeon holding the forceps was also touching the patient with his free hand creating a new circuit for the surgical energy to travel. He also was probably holding the forceps with his finger tips allowing for a small area for the current to concentrate (surgical protecting gloves burnt through at the finger number two of the left hand). Also, the esu was in coagulation mode per the report, and not in the lower-voltage "cut" mode that can decrease the risk to the instrument holder, when "buzzing the hemostat/forceps". All gloves, intact or otherwise, are capable of transferring large amounts of radio frequency current. To mitigate these events the surgeon can choose a surgical glove that hydrates slowly to offer added protection against problems associated with electrosurgical shock. Selectively choosing an optimal barrier (e.g. An ultra-thick glove) may prove to be a more effective insulator for the operating surgeon when employing electrosurgery. Also, routine re-gloving and double-gloving can help prevent electrosurgical problems associated with shock to the surgeon (www.anselleurope.com/medical/downloads,ansell healthcare europe n.v., electrosurgery and latex gloves, pp. 1-6). No manufacturing related defects were observed during the evaluation; therefore, no corrective actions are recommended at this time. Conmed is considering this complaint closed. Never returned to conmed corp for eval.